Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 14 years post implant of this 27mm bioprosthetic aortic valve, a 26mm transcatheter aortic valve replacement (tavr) was performed due to stenosis and increased gradients of 55mmhg. No additional adverse patient effects were reported.